Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code: code 4581 is to capture incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a hole developed in the capsular bag of the right eye, post intraocular lens (iol) placement. The bag could not support that iol and the iol would not stay in place. The iol was removed and vitrectomy was performed. Another johnson and johnson iol was implanted as replacement (different model, ar40e) during the same procedure. An incision enlargement was required. There was no issue noted with the lens. The patient is doing good post-operatively. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: apr 19, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, two scratches near the center of the optic body were identified. The complaint issue was not confirmed. The observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue could not be confirmed. There is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.